Event description:
It was reported that before the procedure the device gave error 3, crack damaged device. Another like device was used to start the case. No patient consequences.

Manufacturer narrative:
(B)(4). The instrument was returned with a loose mount. A loose mount can be the result of a torn acoustic isolator or when there is a loss of compressive force on the distal seal, including but not limited to, number and type of sterilization cycles, improper handling (drops) and over torquing during use. The nose cone was in good condition and no cracking was noted. The handpiece was tested on the generator and was functional. The error code 3 may have been caused by the moisture ingress.